Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Device lot number 6896248: manufacturing date: january 23, 2015. Expiration date: january 28, 2020. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device lot number 6898717: manufacturing date: january 29, 2015. Expiration date: january 29, 2020. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. The patient's date of birth was reported to be (B)(6) 1990. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with the glow clinical trial (subject ID: (B)(6)). It was reported that a caucasian female patient underwent a breast surgery with 555cc mentor memoryshape¿ mh gel breast prosthesis and experienced dissatisfaction during the five-year follow-up visit post-operatively. At this time, mentor has received very limited information regarding this event, based on the information provided, the patient suffered breast rippling (wrinkling). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Bot of the patient¿s devices were reported; however, it is unknown which device belongs to the impacted side. If more information becomes available, mentor will submit a supplemental report accordingly.